Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 500 mg/dl at the time of incident and other blood glucose was 456 mg/dl. Customer stated that the reason of high blood glucose was because he had not put insulin into the insulin pump yet. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.